Event description:
Reference MDR #1036844-21010-00339 for the first event involving the same patient. It was reported that the procedure was being performed on a female patient in respiratory distress. The physician tried the second time to place a central venous catheter (cvc) in the patients' subclavian. They experienced difficulty and when the spring wire guide (swg) was removed, it had several kinks, but was removed intact. Additional information received on 10/26/2010 from the sales representative stated the second attempt to insert the catheter was into the patient's left subclavian. It was noted the patient had many health complications. "It is unlikely that the central venous catheter was a causal or contributing factor to the death of the patient. The reporting healthcare professional said "the patient later expired, but not due to the incident." We are submitting this report because we have determined that on the information available, we cannot conclude with certainty that the device was not a contributing factor."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.